Manufacturer narrative:
Email - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture and anxiety. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side rupture confirmed via MRI and "implant exchange due to concerns with the product". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9 h3 h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening device in the posterior side assessed as an unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: no other observation observed.